Manufacturer narrative:
Scar-149 - scar raised - awaiting results of investigation. Device has been shipped to manufacturing site for investigation.

Event description:
Cannulas are falling apart during use. Seeing issues at 8 lpm and 15 lpm. No report of serious injury/harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No report of death.

Event description:
Cannulas are falling apart during use. Seeing issues at 8 lpm and 15 lpm. No report of serious injury/harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No report of death.

Manufacturer narrative:
Scar-149 - scar raised - awaiting results of investigation. Device has been shipped to manufacturing site for investigation.

Event description:
Cannulas are falling apart during use; seeing issues at 8lpm and 15lpm. No report of serious injury/harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation; initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No report of death.

Event description:
Cannulas are falling apart during use. Seeing issues at 8lpm and 15lpm. No report of serious injury/harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No report of death.